Event description:
The customer reports via the sales rep, that the t2 femoral nailing operational technique brochure indicates an inappropriate surgical technique. The sales rep further reported that t2 femoral nailing operational technique brochure which clearly shows the favored entry point for antegrade nail insertion is through the greater trochanter and that the alternative entry point to this is piriformis fossa. I would like to know what evidence we have to show that greater trochanteric entry for a straight nail is the method of choice, furthermore I would like to see this method removed from the optec unless there is compelling evidence to keep it in. My case was hampered greatly by the surgeon telling me he wanted to go more lateral and the optec says you can go greater trochanter entry point and that is what he did despite my reservations. My viewpoint here is that a straight nail needs a straight line down the femur to work correctly which would be piriformis fossa or point b in the brochure anything more lateral to this can cause the following issues: the nail is not necessarily aligned to the entry point, there is a risk of reaming through the calcar, if surgeon wishes to backslap to reduce fracture, the universal rod does not engage with the nail as there is an offset that you would not get with straight insertion. Also the fitting of an end cap has the same issue as it does not line up with the nail and so cross threads". The last two listed were major issues for my surgeon and caused a long delay to the case, so I am looking for some evidence and reasons for our current recommendations.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: medical background data about the referenced surgery data was not provided. A review of the t2 femoral operative technique confirmed that the design of the implant allows for insertion either through the piriformis fossa or the tip of the greater trochanter. Both options are described separately whereas the option for insertion through the tip of the greater trochanter is not clearly defined as the approach of choice. Both options are alternative to each other. The potential hazard and associated harm to the patient is already identified and accepted in the risk management file. The present case was discussed with the senior r&d manager for the t2-platform: generally the definitive decision on the entry point lies in the responsibility of the surgeon. The correct entry point for the majority of the cases is clearly given by the piriformis fossa. Nevertheless, it is also our intention to provide potential alternatives in anatomical specialities. Based on data of our anatomical database a certain percentage of bones in which the proximal exit of the femoral shaft axis is closer to the trochanter than to the piriformis fossa can be identified. With regard to such anatomical specialities (which certainly do not represent the "standard case") there is the potential to effectively utilize the trochanteric entry point as well. Nevertheless, concerning our surgical techniques it is our tasks to clearly differentiate between standard and potential alternative treatments. A corresponding clarification is already planned for the next revision of the operative technique. The reported ¿long delay of surgery time¿ was not specified exactly. According to the rmf a prolongation of surgery time up to 60 minutes is rated (s1 = limited ¿ transient, minor impairment).

Event description:
The customer reports via the sales rep, that the t2 femoral nailing operational technique brochure indicates an inappropriate surgical technique. The sales rep further reported that "t2 femoral nailing operational technique brochure which clearly shows the favored entry point for antegrade nail insertion is through the greater trochanter and that the alternative entry point to this is piriformis fossa. I would like to know what evidence we have to show that greater trochanteric entry for a straight nail is the method of choice, furthermore I would like to see this method removed from the optec unless there is compelling evidence to keep it in. My case was hampered greatly by the surgeon telling me he wanted to go more lateral and the optec says you can go greater trochanter entry point and that is what he did despite my reservations. My viewpoint here is that a straight nail needs a straight line down the femur to work correctly which would be piriformis fossa or point b in the brochure anything more lateral to this can cause the following issues: the nail is not necessarily aligned to the entry point, there is a risk of reaming through the calcar, if surgeon wishes to backslap to reduce fracture, the universal rod does not engage with the nail as there is an offset that you would not get with straight insertion. , also the fitting of an end cap has the same issue as it does not line up with the nail and so cross threads". The last two listed were major issues for my surgeon and caused a long delay to the case, so I am looking for some evidence and reasons for our current recommendations.